Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-17311. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6011918, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011918 was manufactured according to the work instruction (wi) version 76.0, in the line inset 05, on 12/mar/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5b00206 was manufactured according to the wi version 67.0 and manufactured in the machine sc02, on 07/mar/2025, with a total of (B)(4) units. The lot 5b00211 was manufactured according to the wi version 67.0 and manufactured in the machine sc02, on 11/mar/2025, with a total of (B)(4) units. The lot 5b00207 was manufactured according to the wi version 67.0 and manufactured in the machine sc02, on 03/mar/2025, with a total of (B)(4) units. The lot 5b00208 was manufactured according to the wi version 66.0 and manufactured in the machine sc02, on 15/feb/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in netherland. It was reported that the patient faced infusion set leakage (B)(6) 2025 in the whole box of 10 infusion sets. The bloackage was in the tubing. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 1.